Event description:
A coupling problem was reported. The patient fell on (B)(6) and since that time has had difficulty getting any coupling bars. The company representative met with the patient this morning and was unable to get any bars. The patient is a bit heavier than normal and the company representative was unable to feel all around the battery. When a spacer was put on the antenna, was able to get two coupling bars. When pressing more firmly on the area when the implantable neurostimulator (ins) could not be felt, produced six coupling bars. All recharge attempts were today. Current voltage is 3.66 and no coupling bars were shown on the recharge stats. The company representative confirmed there was a symptom reduction of 50% or greater. The cause of the incident was the patient had a fall which caused the battery to tilt and charging became difficult. The antenna locate function was performed and was able to get six bars only when the patient was in the prone position. The patient is scheduled for a battery pocket revision for march second. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
The company representative confirmed the revision was successful. The patient can recharge effectively and has adequate therapy.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).